Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported conditions. During functional testing, an upstream occlusion alarm, air in line or downstream occlusion alarm were not reproduced due to an unrelated issue during evaluation. A review of the event history log revealed there are no events recorded on the reported event date. The most recent occurrences of "downstream occlusion!" Are recorded 31 days before the reported event date, two events were recorded on that date; the most recent occurrences of "upstream occlusion!" Occurred 27 days before the reported event date, seven events were recorded on that date; and the most recent occurrence of "air-in-line!" Is recorded almost 2 months prior to the reported event date. The history log cannot be used to determine if the alarms are true or false. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported events. The reported conditions were verified. The cause of the air in line and upstream occlusion alarms was determined to be an out of calibration ultrasonic sensor. The ultrasonic sensor requires replacement to address these issues. The cause of the downstream occlusion alarm was determined to be an out of calibration force sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed constant/ false upstream occlusion, downstream occlusion and air in line alarms. The event happened while the nurses were setting up the pump at the emergency department. There was no patient involvement. No additional information is available.